Event description:
Health care professional was using the vapr s90 electrode during shoulder arthroscopy and it started to spark after awhile.======================health professional's impression======================no adverse event. Stopped immediately and opened new device.